Manufacturer narrative:
Cmp-(B)(4). Four screws were implanted, and two screws were revised. The product identifications were reported in conjunction with this event. It is unknown after follow-up attempts which device(s) were revised and which remained implanted. Revision date was (B)(6) 2011. The information for the additional screws is as follows: item name: 3.0mm ti-screwanchor1blue sutu, catalog number: 902554, lot number: 148700, expiration date: sep 30, 2013, manufacture date: sep 24, 2003. Item name: 3.0mm ti-screwanchor1blue sutu, catalog number: 902554, lot number: 153230, expiration date: apr 30, 2013, manufacture date: apr 10, 2003. Item name: 5.0mm ti-screwanchor dbl2ssutu, catalog number: 902556, lot number: 171200, expiration date: oct 31, 2013, manufacture date: oct 30, 2003 . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01797. Product location unknown.

Event description:
It was reported that the patient underwent a slap (superior labral tear from anterior to posterior) repair. The screws and anchors worked themselves out of the bone causing pain and damage to patient's joint. The patient underwent a revision procedure to remove the screws, and two screws were left in the glenoid process. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: corrected: age or date of birth.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of provided medical notes which patient underwent revision surgery to remove two suture anchors. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.